Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 63.8 ng/l and it repeated as 4.66 ng/l. The sample was repeated four additional times on (B)(6) 2024, resulting in values of 5.25 ng/l accompanied by a data flag indicating carryover, 4.23 ng/l, 4.82 ng/l accompanied by a data flag indicating carryover, and 4.94 ng/l.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out. Upon review of the alarm trace for (B)(6) 2024, there were multiple sample short alarms and sample clot alarms observed. Precision studies were performed. The investigation is ongoing.

Manufacturer narrative:
It was observed that there was dust on the instrument surface and an accumulation of crystals on some system reagent nozzles. The investigation determined the issue is consistent with insufficient maintenance and pre-analytic sample handling.